Manufacturer narrative:
Evaluation summary: off-axis loading applied by the surgeon could have resulted in bending moment load at the driver tip causing failure. Cause cannot be definitively determined. As returned, the tip of the device has fractured and was not returned for review. Manufacturing documentation has been reviewed and no anomalies were noted.

Event description:
It is reported that the surgeon was tightening down cannulated screw with the 2.5 hex std cannulated screwdriver and the end of the screwdriver broke off.